Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown, however, the caller stated the customer's doctor alleged an insulin pump failure. The caller stated that the customer did not receive insulin for one and a half days and the pump did not alert them. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided and the customer's account could not be located. The caller agreed to return the insulin pump for analysis.